Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the camera head gave interference on the screen was confirmed. It was confirmed that there were intermittent lines in the image produced by the camera head. However the device was deemed non-repairable and was placed into long-term hold. Also, given the information provided, we cannot discern a definitive root cause of the identified failure. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. Device history batch: null. Device history review: null.

Event description:
It was reported by the sales rep in that during a knee arthroscopy procedure on (B)(6) 2020, it was observed that the camera head device gave interference only on the screen. During in-house engineering evaluation, it was determined that there were intermittent lines in the image produced by the camera head device. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.